Event description:
Reportable based on analysis completed on (B)(6)2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the severely calcified and tortuous distal right coronary artery (rca). A 2.5x16mm taxus liberte stent delivery system (sds) was advanced, but could not cross the lesion. During this procedure, an attempt to cross with a 2.25x8 taxus liberte sds was also unsuccessful. The procedure was completed with a non-bsc drug eluting balloon. No pt complications were reported and the pt's current condition is listed as "stable". However, product analysis of the 2.25x16 taxus liberte revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the stent delivery system (sds) revealed stent damage. The struts in the second row on the proximal end of the stent were raised. The tip, balloon and shaft sections of the device were examined and no kinks or damage were noted could have contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).